Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the iliac artery. A 8.0x30x75cm express ld stent was selected to treat the lesion. However, when the device was deployed, it was noted that there was no stent. The physician scanned the patient's body under fluoroscopy and through the sheath however the stent was not located. Another stent larger in size was selected for treatment and was deployed without any complications.